Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011, with the exception of a distal portion of the lead, due to an infection. This lead had been previously capped on (B)(6) 2011. The physician was dr. (B)(6) at university of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).